Manufacturer narrative:
Through further assessment, a manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, horizontal creases across the cusp region were observed on all three (3) leaflets. Evidence of suture track was not observed. Suture holes were observed around the sewing ring. X-ray demonstrated an intact wireform. (B)(4). The clinical report of regurgitation and immobile leaflets could not be confirmed through visual observations. Additional evaluations are being performed and a supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 27mm mitral bioprosthetic heart valve was explanted at implant due to severe central regurgitation. As reported, the annulus was sized with both 27mm and 29mm sizers. The decision was made to implant the smaller sized valve to avoid left ventricular rupture. After chest closure, severe central regurgitation was detected on echocardiogram. The valve was excised and upon visualization, the leaflet between the stent post and the coaptation area appeared to be immobilized in the open position. A 29mm pericardial bioprosthesis was used in replacement. The surgeon stated there was a possibility of injury to the heart as a result of the valve replacement as minor bleeding was observed and treated with additional sutures. There were no other complications reported and the patient was listed as "under treatment" in the intensive care unit.

Manufacturer narrative:
Evaluation summary: the valve was received for r&d evaluation. All three leaflets have cloth impressions from a prolonged outward/retrograde force. All three leaflets have deep horizontal creases across the cusp region. Creases with this morphology may be associated with interference or entrapment with the preserved native mitral leaflets, the sub valvular apparatus (chordae), or buy suture looping. No marks typical of a suture loop were observed on the leaflets. None of these tissue impressions and creases would have passed edwards inspections at the time of manufacture. There is no evidence of typical suture-looping marks on the creased leaflets. The root cause of the leaflet creases has not been determined. Additional manufacturer narrative: the reported ¿regurgitation was from central area and it was incomparably severe than normal central leakage¿ was not reproduced during the standardized in vitro testing. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. As no echocardiogram was provided, thus nature of the reported regurgitation in vivo could not be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.